Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead, coded and presented to the emergency department. The patient reported receiving a shock, however, review of stored device data showed no stored shock therapy episodes. Appropriate device function was observed, and there was no information noted that indicated the device caused or contributed to the patient coding. Further review of stored device data noted high out of range shock impedance measurements greater than 125 ohms. Measurements were noted to be high since device implant. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.it was reported that the root cause of the patient coding was unknown. The out of range measurements are known by the physician. The physician planned to see the patient two weeks post implant, however, the patient has not shown up to the clinic since implant. The clinic staff planned to reach out to the patient to try and schedule a follow up visit. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead, coded and presented to the emergency department. The patient reported receiving a shock, however, review of stored device data showed no stored shock therapy episodes. Appropriate device function was observed, and there was no information noted that indicated the device caused or contributed to the patient coding. Further review of stored device data noted high out of range shock impedance measurements greater than 125 ohms. Measurements were noted to be high since device implant. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.